Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3888-45 lot# v778998, implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3888-45 lot# v583004, implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient was being helped with their recharger by their husband and their husband felt a bit of fluttering and a surging sensation in his pacemaker area. It was noted, the patient¿s husband backed away and the sensation stopped. Additional information received reported there was nothing wrong with the patient¿s implantable neurostimulator (ins). It was noted that no x-rays were done and impedances were normal. It was further noted, the manufacturing representative told the patient¿s husband to keep his distance from the ins while charging.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.